Manufacturer narrative:
An intuitive surgical inc. (Isi) field engineer followed up with the robotics coordinator who stated that she recorded the serial number of the scope. The customer mentioned that they have had no issues since this reported event, and that the scope will be monitored and if there are any issues it will be reported. No site visit was conducted. The system was working properly and no additional action was required. An instrument review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a umbilical hernia tapp on (B)(6) 2022 on system sk2169. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: 282/tool invalid reason: one or more tool sensors were not detected: only tool magnet detected (tool sn not available) on usm2. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the robotics coordinator contacted technical support to report that the camera image was reversed early in the procedure and that the camera was not on its correct axis. The customer stated that the camera kept flipping all over the place but the issue was no longer present. The customer placed the physician assistant (pa) on speaker and the pa stated that the camera image was completely reversed and the arms would move opposite of what the surgeon was actually manipulating. The technical service engineer (tse) reviewed the system logs but did not see any vision related error present in the logs. The tse did see a single 282 tool sensor error reported by the universal surgical manipulator 2 (usm2). The pa stated that it occurred right after they had taken the camera out to clean and reinstall; which resulted in the controls and image becoming reversed. The tse had the customer confirm the scope position and the customer confirmed that the scope was installed in the up position. The customer stated that the surgeon was also unable to change the orientation on the console touchpad settings when the issue was occurring. The customer was continuing with the procedure and has not had any additional issues since the issue went away. The tse recommended for the customer to record the suspect scope serial number, reprocess the scope, and return it if any additional issues were encountered. The procedure was continuing as planned with no reported injury.